Manufacturer narrative:
The patient''s age at time of event or dob, gender, weight, race and ethnicity are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device was returned for evaluation. Visual inspection found a laceration on the rx port. During functional testing, using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a leak was present. Under microscopic inspection, a longitudinal balloon tear was observed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat the mid lad. During the second inflation at 6 atm for 10 seconds, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported.